Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage and dents and bent on outer tube a root cause could not be identified. Based on the results of the investigation, the most probable cause of the failed leak test could not be established. Additionally, the most probable cause for fiber breakage and dents and bents on the outer tube was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had failed the leak test. This issue occurred during reprocessing. There were no reports of patient involvement.